Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, vt episodes were observed, and the device failed to deliver antitachycardia pacing therapy. Physician elected to not reprogram the device. Patient was in good condition during and after the event.